Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient was receiving morphine (50 mg/ml) at a rate of 5.5 mg/day via the pump. The patient experienced "neurological symptoms - weakness, etc." It was determined that the patient had a granuloma at the catheter tip. During surgery, it was noted that the patient had adhesions and cerebral spinal edema. The pump and catheter were explanted. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.